Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post hysot') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("lost weight on essure") and experienced adrenal disorder ("adrenals are so bad") and dyspepsia ("absorption is very poor"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight decreased, adrenal disorder and dyspepsia outcome was unknown. The reporter considered adrenal disorder, dyspepsia, medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post hysot') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("lost weight on essure") and experienced adrenal disorder ("adrenals are so bad") and dyspepsia ("absortion is very poor"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight decreased, adrenal disorder and dyspepsia outcome was unknown. The reporter considered adrenal disorder, dyspepsia, medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event medical device removal was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.